Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, it was found out that the stent was frayed. No patient complications were reported.